Event description:
Additional information was received that prior to the transcatheter aortic valve implantation procedure, no temperature indicator was found in the box containing the valve. A new valve was used. Per the physician, the delivery catheter system (dcs) and implanted valve did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the implanted valve did not have a missing temperature indicator.

Manufacturer narrative:
Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the missing temperature indicator was found in the valve that was implanted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the patient began to experience wide-open aortic insufficiency, and ultimately died following implantation of the valve. Per the physician, the long rapid pacing run and the patient's non-coronary cusp (ncc) leaflet calcification contributed to the death.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the patient began to experience wide-open aortic insufficiency, and ultimately died following implantation of the valve. Per the physician, the long rapid pacing run and the patient's non-coronary cusp (ncc) leaflet calcification contributed to the death. Additional information was received that prior to the transcatheter aortic valve implantation procedure, no temperature indicator was found in the box containing the valve. A new valve was used. Per the physician, the delivery catheter system (dcs) and implanted valve did not cause or contribute to the death. Additional information was received that the wide-open aortic insufficiency was central regurgitation. A non-medtronic temporary pac emaker was used during the procedure.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.